Event description:
Procedure: lap appendectomy. Reportedly, the patient underwent the procedure which went fine however, upon removal of the port, it was noticed that about 2cm's was missing from the end of the expandable sleeve. The surgeon was concerned that it was left in the patient, therefore the incision was extended 1.5 inches in effort to locate the missing piece. After an hour of looking, they could not find the missing piece of the sleeve. No one noticed anything different upon usage or during the case. There was no reported injury to the patient.